Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on an unknown date. During the procedure, the scope malfunctioned and the image went blank. The procedure was completed with a reusable scope. There was no patient complications reported as a result of this event.